Manufacturer narrative:
Added: mfg return date. Depuy (B)(4) reports: intraoperatively the instrument broke during drilling the tibial marrow. It took about 25 minutes to retrieve the fragment. One piece - about 7 mm long - remained in patient. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded the fracture of the reamer shaft was due to overload indicated that a force was applied exceeding the ultimate strength of the material. No material defects were apparent. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Intraoperatively, the instrument broke during drilling the tibial marrow. It took about 25 mins to retrieve the fragment. One piece - about 7 mm long - remained in pt.